Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon removal of the lcs drill pins,which had been used to place the lcs tibial cutting block in the tibial bone, it was noticed that the tip of one of the pins had broken off. It was not clear which pin hole the broken pin was removed from, so x-ray was required to identify this. From the xray it was identified as the medial pin hole. The broken tip of the pin was subsequently removed completely from the tibia. This added an extra 40 minutes to the procedure time and tourniquet time.

Manufacturer narrative:
Examination of the reported device confirms the fracture. The item was tested on a calibrated rockwell hardness tester and found to have been within specifications at 54 hrc. Previous investigation has found an overload condition is the most likely root cause. A lot specific search of the complaints databases was not possible as the necessary lot code was not provided. However, a trend of this issue was identified and CAPA war00875 was initiated to investigate this type of fracture. The need for corrective action has not been identified. Continue to monitor through trend analysis.